Event description:
Philips received a complaint by the customer on the v60 indicating that device has a defective nav-ring. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse created a field correction order (fco) case. The manufacturer's field service engineer (fse) replaced front bezel under (fco) under to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Previous investigations have shown that the root cause was due to liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.